Manufacturer narrative:
Device evaluation: product evaluation found the lens caught in the vial top when returned. Visual inspection found haptic torn/bent and clear residue on lens. Lens was smashed with vial top. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -14.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged with a longer lens and the problem was resolved.